Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 20 synergy drug-eluting stent was advanced for treatment, however, the stent struts were lifted up. The device was removed, and the procedure was completed with another of the same device. There were no patient complications, nor injuries reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 20 synergy drug-eluting stent was advanced for treatment; however, the stent struts were lifted up. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with distal stent struts stretched over distal markerband. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.